Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-1201. It was reported the pt is experiencing pain at her ipg site. The pt's surgeon indicated everything looked ok and prescribed a pain cream to apply to the incision site. Additional follow up info identified the pt is also experiencing pain at her lead incision site. Her physician said her incision are healing well and gave the pt lidoderm patches to "desensitize" the nerves and help with the incision pain. The pt is doing well and receiving effective stimulation.